Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, an activated clotting levels (act) were 200- 240s and heparin was administered. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was re-sheathed one time due to implant was too high. After the implant, an under expansion was noted on the valve and a post-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The final implant depth was 4.3mm on the non-coronary cusp (ncc) and 3.35mm on the left coronary cusp (lcc). After the procedure, an aortic dissection type a with pericardial effusion was noted. A pericardiocentesis was performed and 400ml of fluid was drained out. The patient was transfer to intensive care unit (ICU) for observation. On (B)(6) 2025, the patient was reported passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve under expansion, vascular dissection, pericardial effusion post implant and death was reported. The event and provided image was reviewed by an abbott senior director of medical affairs. The reviewer stated, "a dissection was identified at the top of the valve frame, extending into the descending aorta resulting in pericardial effusion. This complication is likely related to the upper crowns of the navitor device. Unfortunately, the patient passed away the following day. The cause of death is most likely procedural in nature and not related to device malfunction." Based on available information, the reported valve under expansion, vascular dissection, and pericardial effusion were not conclusively determined. The reported death appears to be related to the vascular dissection, which appears to be related to procedural conditions, per the provided medical review. The reported unexpected medical intervention is a case specific result as post-implant valvuloplasty and pericardiocentesis was performed.